Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number is included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was experiencing pain at the ipg site. It was also reported the pt had to charge his ipg everyday. As a result, the pt had his ipg explanted and replaced. Surgical intervention resolved the pt's issues.